Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(4)male pt was treated. The lifevest treated the pt at 22:49:51. Motion artifact contributed to the false detection. The response buttons were not used during the event. The pt was admitted to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Explanation of eval summary: device eval of monitor (B)(4) and electrode belt (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 08/2012. Electrode belt (B)(4): 10/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.